Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. The tandem t:slim user guide indicates that when an occlusion alarm occurs, check the cartridge, tubing and cannula and correct the condition.

Event description:
Received info stating customer received an occlusion alarm. Customer did not resume insulin for over an hour. Customer then changed the tubing and site. Reportedly, customer's blood glucose level decreased from 300 mg/dl to 247 mg/dl.